Event description:
Rns are not obtaining a flash back when inserting the super cath ivs where the rns felt they were truly in the vein. Without the flash back confirmation, rn is having to stick the patient again or multiple times. This same scenario was reported from multiple nurses in emergency department (ed). Ref reports: mw5171408, mw5171409, mw5171411.